Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons stuck alarm that it was pushed in for more than 3 min. Customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states they were able to clear the alarm. The device will not be returned for analysis.